Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was later repositioned, but repositioning did not resolve the problem. The lens was later exchanged for same size lens implanted vertically, and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: secondary surgical intervention to rotated, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. (B)(4).